Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2000. Subsequently, patient was revised on (B)(6) 2013 due to osteolysis. The cup, liner and femoral head were removed and replaced with a biomet head and competitor acetabular components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00361 / 00363).